Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient states his controller will not charge. Patient states the screen is showing screen 79 - battery empty cannot continue recharge the controller. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed the controller does not power on - pt verified the green light is on the ac wall plug. Patient inserted aa batteries and the controller powered on. An email was sent to the repair department for the ac power cord. Pt updated the hcp on file.